Event description:
Patient was implanted with a nalu pns system on (B)(6) 2023 to treat lower back pain. Patient subsequently reported loss of therapy and thus inadequate pain relief. On (B)(6) 2024, a surgical revision was performed to reposition the implanted components due to one of the leads having migrated. See MDR 3015425075-2024-00069. Investigation at the time of the revision found no indications of any system or device failure or malfunction. All original implanted components remained in use and were just moved back into more optimal position to treat the area of pain. After repositioning the device, the patient continued to report inadequate pain relief and ultimately requested to remove the system, an explant was performed on (B)(6) 2024.

Manufacturer narrative:
The explanted components were discarded during the explant procedure and thus unavailable for further investigation by the firm. There are no reports of any system or component failure during the patient's reprogramming sessions and the system was confirmed to be moved to the desired location during the revision procedure. Cause of the lack of efficacy of the device is unable to be determined with the information available.